Event description:
It was reported that during the directional coronary atherectomy (dca) procedure, the dca device was used with iron man guide wire. Multiple cuts were made and the nosecone was cleaned several times. When the nosecone was cleaned the last time, a piece of metal was noted to be twisted in the tip of the nosecone. The guide wire was examined and there was no damage noted. The material found in the nosecone of the dca device appeared to be different from the guide wire material. The piece of metal was discarded. Reportedly, there was no pt injury and the procedure went well. This MDR is being filed based on the analysis of the returned dca device, which revealed that a piece of the iron man guide wire tip was found in the cutter.